Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press and a lot of force was necessary for display to activate. Customer's blood glucose was 188 mg/dl. Customer continued to use the pump.